Manufacturer narrative:
A2 - age at time of event: patient is older than 18 years old.

Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending (lad) artery. A 4.00mm x 8mm nc emerge balloon catheter was advanced for dilatation. However, during the initial inflation at 10 atmospheres, the balloon ruptured. The device was removed and the procedure was completed with a different device. There were no patient complications reported and the patient was in good condition.